Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log file. The log file contained approximately 2 days of data ((B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). The log file captured intermittent low voltage hazard alarms on (B)(6) 2021 from 0:00:09 to 8:15:28 while connected to the mpu due to the relative state of charge (rsoc) voltage on both power cables simultaneously dropping to approximately 0 v. The alarms resolved each time as the voltages returned to their appropriate levels. The alarms did not affect the controller¿s ability to operate the pump at the set speed. No equipment was returned for evaluation. It was reported that the controller and mpu were exchanged; however, they would not be returned for evaluation. Additional information provided stated that there was no noticeable damage to the controller or mpu, and no power outages or issues with the mpu ac power cord. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The system controller, serial number (B)(4) , was shipped to the customer on (B)(6) 2019. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) , under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage hazard and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller and mpu power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to twist, kink, or sharply bend the system controller or mpu power cables and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 IFU section 8 ¿equipment storage and care¿ describe how to care for and clean all equipment, including the system controller and mpu. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use IFU section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller and mpu. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-01957. It was reported that the patient stated that he has been having alarms as soon as he connects to his mobile power unit (mpu) that say "connect to power". Log file interrogation also noted scattered low voltage and battery disconnect events. The patient brought in his mpu and vad team could not recreate the alarm. There are no alarms when the patient's device is connected to clinic power module either. The connections and pins appeared intact. The submitted log file captured several low power hazard alarms while the patient was connected to the mpu, as noted. This was caused by power to the mpu being briefly interrupted. There was no interruption in pump support during these events. Also during these events the patient slept on battery power. There were no other unusual events recorded in the log file event history. The mcs equipment was operating as intended. It was reported that the mpu and controller were exchanged. The devices were not returned for evaluation. After exchanging the patient¿s controller, there have been no other alarms. There were no issues with the mpu per biomed evaluation. There were no power outages. No issues with the mpu cord.